Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26356. It was reported the patient is not receiving effective stimulation and was hospitalized. The patient has been seen by a sjm representative to adjust stimulation but the pain remains uncontrolled. The patient reports some of the programs are no longer functioning. Diagnostic testing identified multiple invalid electrodes. Reprogramming was able to provide adequate stimulation. Follow up on this matter revealed that the patient attributed the change in stimulation to the dye used for the CT scan. An interrogation of the scs system showed that one of the leads is invalid and the other lead has 4 functional electrodes. The patient is receiving effective stimulation; however, he is experiencing additional pain thought to be due to degenerative spine issues. It has been noted the patient may undergo spine surgery unrelated to this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.